Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "sheath body separation" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that "after use, during removing, the device broke and the distal part remained in the vein. The doctor tried to remove it by surgery by inguinal level, without success. It has been removed completely by percutaneous way. This did not cause clinical complication to the patient and maintained in stable hemodynamic condition". The doctor was able to retrieve the device in its entirety. There was no report of patient death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after use, during removing, the device broke and the distal part remained in the vein. The doctor tried to remove it by surgery by inguinal level, without success. It has been removed completely by percutaneous way. This did not cause clinical complication to the patient and maintained in stable hemodynamic condition". The doctor was able to retrieve the device in its entirety. There was no report of patient death.

Event description:
It was reported that "after use, during removing, the device broke and the distal part remained in the vein. The doctor tried to remove it by surgery by inguinal level, without success. It has been removed completely by percutaneous way. This did not cause clinical complication to the patient and maintained in stable hemodynamic condition". The doctor was able to retrieve the device in its entirety. There was no report of patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "sheath body separation" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: this complaint has been reopened to investigate the device that was returned to teleflex. The reported complaint of sheath body separation is confirmed. The sheath was returned with a sheath body separation consistent with a force tear. The root cause of this complaint is undetermined, but a potential cause is forceful catheter insertion/removal through the sheath. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. This is an isolated incident. There are no similar complaints. No further action required at this time.